Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, reached middle of life (mol2) with monitoring voltage measurement of 2.60 volts and an extended charge time of 19.2 seconds. The physician planned to replace this device as a result of the extended charge time. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As new information becomes available, this rpeort will be further evluated and updated.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.